Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg reached end of life, and therapy was lost. As a result, surgery may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg to address the issue. It is unknown if the ipg depleted prematurely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: e1: in previous report, additional information obtained was omitted and has now been entered.